Event description:
It was reported through clinic notes dated (B)(6) 2010 that a vns pt experienced an increase in seizures due to unk reason. System diagnostics performed at the office visit indicated the pt's dc dc=1 and near end of service was no along with leads being ok. Another note date (B)(6) 2010 indicated, the pt was doing well and her device was checked indicating near end of service = yes. At the moment good faith attempts to obtain add'l info from the treating neurologist have been unsuccessful to date. At the moment generator replacement surgery is likely due to the report of end of service but no date has been confirmed.